Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor has been kind of off and she inserted a new sensor today that keeps getting a message that the sensor glucose value is not available. Customer stated that the pump was showing a reading at 90 the other day but she checked and her blood sugar was at 200 mg/dl. Customer's blood glucose was 118 mg/dl at the time of the incident. Customer also reported having a high blood glucose reading around 400 mg/dl. Customer stated that it would not allow her to calibrate. Customer declined troubleshooting for high blood glucose.